Manufacturer narrative:
B2: other - mild right foot drop and numbness. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from clinical study, healthcare provider via manufacturer representative regarding a patient with clinical ID: (B)(6), study ID: (B)(4), sub event 001. It was reported that, subject reports pain and weakness in her right lower extremity. A mild right foot drop and numbness in her 3 outer toes is noted. This is new from baseline but is improving with time and physical therapy. There was no hospitalization and no diagnostics performed. Patient underwent physical therapy. Site related assessment: adverse event was not related to study device and causally related to procedure. Adverse event term: right lumbar radiculopathy (l5 distribution) onset date: on (B)(6) 2026. No further complications reported. Sponsor assessment states, adverse event was causal related to index procedure, not related to device. The device did not cause or contribute to the procedure related event. Patient underwent additional computed tomography scan on (B)(6) 2026. Site assessment updated stating the adverse event was probably related to study device. The patient underwent diagnostic x-ray on (B)(6) 2026. Results state that, "ap and lateral x-ray of the full-length standing spine ordered, obtained, and interpreted today reveals no change in position or alignment of the implants. X-rays look okay. Computed tomography was performed and results state that per principle investigator CT of the thoracic and lumbar spine was reviewed on disc today from on (B)(6) 2026) reveal early bone consolidation at the l4-l5 level. Mild subsidence of the catalyft cage into the superior endplate of l4. Going through the CT, looking specifically at screw placement, screws are well positioned. No loosening or radiolucency around the screws. Looking back on the CT, just confirming there is no retro pulse bone graft on the nerve that could be causing these symptoms. X-ray was performed on (B)(6) 2026 states, per pi, ap and lateral x-ray of the full-length standing spine ordered, obtained, and interpreted today compared to on (B)(6) 2026 reveals no change. The patient has wonderful sagittal realignment. Mild subsidence of the inferior aspect of the cage into the endplate of l4, which appears unchanged compared to x-rays from on (B)(6) 2026. Looking at her global realignment compared to her x rays before surgery; global alignment has been maintained. Site related assessment has been updated stating adverse event was possibly related to study device. Sponsor assessment states, adverse event was causally related to index procedure, possibly related to device. Updated assessment due to new imaging noting mild subsidence of the catalyft cage into the superior endplate of l4. The event is assessed as related to catalyft pl only. There are no other devices previously or currently assessed as related.